Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the md inserted the intra-aortic balloon (iab) through the teflon sheath via left femoral artery with no issues. As soon as pumping was initiated, the pump gave an alarm indicating a iab kink. As a result, the iab and teflon sheath were removed as one unit successfully. A new iab was inserted via right femoral artery without issues and iabp therapy continued. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption of therapy noted. The pt outcome is good.